Event description:
The hcp reported he tried to interrogate the pump to make changes and could not get the pump to do anything. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information received.

Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.